Event description:
During an incident in 04 involving a pt who was suffering from chest pains, this defib was used with silvon monitor pads to monitor the pt, and while showing ECG on the screen, it just shut down with no audio or visual prompts 4 or 5 times. The pt was transported to the hospital alive and alert. Also, it was reported that the red lead on the pt cable does not seem to snap to the pads as tightly as it should.